Manufacturer narrative:
(B)(4).

Event description:
It was reported that a taiga guide catheter was being used to treat a lesion in an unknown vessel, using a radial approach. There was no anomalous resistance during removal of protective device. Device inspection being carried out before the operation, but it is unknown whether abnormalities were noted. During the operation, the physician inserted the 6f taiga guide catheter into the patient's blood vessel. As the distal tip of the relevant device was delivered just beyond the patient's elbow, resistance was felt. When resistance was noted, angiography was carried out for the patient's arm, and vessel rupture was confirmed and hemostasis was achieved by compression. The relevant device was extracted outside of the patient body. It was observed that the distal tip was damaged. There was no removal difficulty of the relevant device from the patient. A new 6f taiga guide catheter from the same lot was used as replacement to complete the operation. There was no further patient complications.

Manufacturer narrative:
Evaluation summary: received for analysis was one taiga guide catheter lot# 0007834326 the guide wire was not received for analysis with the catheter. As received, the white soft tip is damaged and torn from the distal edge of tip to the start of the tip sleeve. The damage is consistent with damage incurred from guide wire management. This is indicated by buckle in the tip in an outward direction and the dent to the right of the tear. The damage to the tip is to the inside of the curve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.